Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomed department reported that the automated impella controller (aic) screen was flickering. The aic was removed from service. No patient involvement or harm was reported.

Manufacturer narrative:
The investigation into the aic - display issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. No flicker had been observed. Screen components were inspected but no anomalies were found. Reported issue could not be confirmed or reproduced. The cause of the issue was not determined since issue could not be reproduced.